Event description:
It was reported that the backrest was not working properly as it was staying up. No injury to patient or user was reported.

Manufacturer narrative:
The user facility cancelled the initial service call and has since not been able to locate the bed that initially had the alleged issue.